Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported by an advanced evaluation patient that they had a urinary tract infection (uti). It was noted the patient would be seeing their health care physician (hcp). On (B)(6) 2019, the patient reported the medication they were taking for their uti might have been causing them to have diarrhea. There were no further complications reported.